Event description:
At the beginning of the operation, the patient was not able to be positioned correctly (top to slide toward the foot to accommodate c-arm use), so the patient had to be transferred to another or table. The unit was sent to biomedical engineering where it was discovered that a faulty solenoid had caused the malfunction. The solenoid was replaced and the unit returned to service. The patient was not harmed by the problem, but there was a delay of approximately 38 minutes.